Event description:
The pt was having a tricuspid valve repair and the physician chose to replace the system at the same time. The hospital retained these devices. Should additional info become available this file will be updated.